Event description:
The patient's mother reported that the vns battery died and the patient had two seizures after being seizure free for two years. Clinic notes were received stating that the patient's condition is exacerbating and her vns device is in a lower battery range. It was noted that system diagnostic test results were normal. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator was replaced. The explanted generator was likely discarded per hospital policy. No further relevant information has been received to date.